Event description:
On (B)(6) 2011, the pt reported experiencing elevated blood glucose of 400-500 mg/dl while using the infusion sets due to bent cannulas. His normal blood glucose range is 80-120 mg/dl. He changed his infusion site and/or injected insulin to lower his blood glucose. He stated he would notice elevated blood glucose after the headset was in use for 48 hours. He also reported experiencing knots of insulin under the skin at the infusion site. He stated that after the insulin was absorbed, he experienced low blood glucose of 38-52 mg/dl. He was able to self treat low blood glucose. He stated he used the insertion device to insert the headset. The pt did not require treatment from a health care professional or second party to address the issue. The pt was sent replacement product. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.